Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had been telling them that for about a week, maybe even a little more, the patient had been going to the bathroom every 5 minutes. The caller further provided that since the patient got the implant, the patient would periodically tell them that they didn't think the therapy was working, that they were going every 5 minutes or provide another symptom and that they weren't feeling the stimulation. The caller stated they weren't sure if the patient was just saying that because they no longer felt stimulation and though the therapy might very well be helping but they couldn't tell for sure so they would go over to assist the patient in turning up the stimulation up the tiniest bit, by like .1 ma and the patient would feel the stimulation but when the patient contacted them about this other day and the caller went over to assist, they turned the stimulation up .1 ma but the patient didn't feel anything so they went up another .1 ma and as patient still didn't feel it, they went up another .1 ma and then all of a sudden the patient yelled and said it hurt in their butt and vaginal area. The caller stated they barely moved the stimulation up at all but they turned it back down. Caller said the patient didn't always tell them things and that they'd been way for 5 days and the patient had told them when they got back that it still hurt and that it hurt like they had been electrocuted. They told the caller they thought the caller had electrocuted them. Caller said their hands had possibly been sweaty when they were using the communicator the last time and asked if that could happen. The agent reviewed stimulation considerations with the caller as well as device description/function and programming considerations with the caller and reviewed that if after monitoring the patient's symptom that the therapy wasn't helping by 50% or greater and it was painful to go up higher, it might be best to try a different program (which they hadn't done yet) and redirected the caller to follow up with the patient's managing health care provider (hcp) to further address the issue and to discuss programming considerations. The caller stated they'd called the hcp office about their concerns previously and the hcp had told them to call manufacturer however the caller said they were going to call the hcp back to discuss potentially switching to a new program. Caller may call back for assistance once they speak with the hcp. Patient has a new address and the agent sent an email to patient registration at call's end to update patient's address. They said while the patient remembered their address, they didn't remember much else and said they thought this implant was probably intended for people more in their 70s rather than their 80s.